Event description:
The customer reported via phone call experiencing high blood glucose levels and that insulin leaked from the reservoir into the insulin pump. She stated that she changed her insertion site and smelled a lot of insulin inside the insulin pump. The customer stated that for the last 3 days, she was unable to get her blood glucose lower than 300 or 400 mg/dl. She noted that she changed her insulin pump settings three times. She confirmed seeing fluid inside the reservoir compartment. She requested replacement of the insulin pump. She was unable to troubleshoot the issue, stating that she did not have the things necessary to do so. She stated that she would call back when she arrived home in order to troubleshoot. She noted that she also had issues when she would bolus for blood glucose of 368 mg/dl. She stated that later, when she went to give herself a bolus for food, the blood glucose reading would remain on the display and she would have to manually change it; this was a safety feature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-57856.